Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem ( service code 204) has been confirmed. Upon investigation the orange (+5v) wire inside trunk cable was severed. The cause of the inability to communicate with the monitor was the severed wire. The root cause for the severed wire was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that wires that the electrode belt was causing a service code 204 (belt/monitor unusable).